Event description:
Physician reporting rupture right side rupture and capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2022-05973. All available information has been consolidated into this report.

Event description:
Healthcare professional reported, right-side rupture and capsular contracture baker grade iii. Later, healthcare professional reported, granuloma. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to b6 and b7: in previous supplemental medwatch histology report was entered into b7 rather than the appropriate b6.

Event description:
Healthcare professional reported, right-side rupture and capsular contracture baker grade iii. Later, healthcare professional reported, granuloma. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec) and missing shell observed assesses as inclusive. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ red particles observed on the device.

Event description:
Physician additionally reported granuloma.